Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient has had 3 incidents of incontinence since they came home from the hospital and went to a rehab center. Caller said the patient doesn't feel like they have to go to the bathroom at all. Caller also said the night before last night the patient woke up in the middle of the night, didn't make it to the restroom and it was like a waterfall. Caller said the bed was a little wet and there were puddles all the way up to their bathroom. Caller said the patient was wearing a pad and it was saturated. Callersaid the patient wore a diaper to bed because when they were in rehab because no one would come and help patient to the bathroom. Caller also stated that they had a video from the rep that was sepcific to the patient and explained how to increase stim. Caller stated that they used to the video to try to increase stim. The video showed the patient was able to increase their stimulation to a level where they could feel it, but caller tried increasing stim and they weren't able to. Caller said the voltage level was too low compared to what was in the video and when they tapped he 'plus' button, nothing happened. Agent reviewed syncing programmer and turning stim on. Caller said the video didn't talk about also turning stim on. The caller was not with the patient at the time of the call so further troubleshooting was unable to be performed. Caller said they will try turning ins on and call back if they need further assistance. Additional information was received from the patient representative. They called back regarding patient's continued symptoms. Caller stated patient is experiencing incontinence and retention. Caller stated patient can hold it for a long time, but when they do have to go it is with urgency. Caller mentioned this happens especially at night. Caller mentioned patient had been in the hospital as previously noted. Caller mentioned patient wears diapers at night. Caller mentioned patient has dementia. Caller connected to ins and increased stimulation to a comfortable level. Caller will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.